Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented for generator change out due to normal eri. During the implant, the lead failed dft test. No externalized conductors or electrical anomalies were observed. The lead was capped and replaced. The patient was stable post-procedure.